Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 538, 467, 599, 600, 547 mg/dl. The customer was treated with manual injection and insulin pump. The troubleshooting was performed for high blood glucose. The high pressure test was performed and the insulin pump alarmed no delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. The product will not be returned for analysis.